Event description:
We received a report that after implanting a tecnis zcb0000200 intraocular lens (iol), the surgeon used a microscope to evaluate the iol and thinks that what was implanted was a multifocal iol. A review of data of what type of intraocular lenses had been sent to the facility revealed that multifocal iols had not been sent to the facility. Follow up information received indicated the patient is not having any trouble but monitoring is on going.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer as it remains implanted. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4): lens appears to be multifocal.all pertinent information available to the manufacturer has been submitted. Placeholder.